Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a lumen blockage is confirmed since it appears to have been a frayed section of the 3cg stylet. One 5 fr powerpicc solo catheter was returned for investigation. Two stylet t-lock assemblies were also returned. Use residue was observed on the samples. The catheter appeared to have been cut at the 15 cm depth marker. The distal segment extended up to the 40 cm depth marker. One of the 3cg stylet assemblies was observed to have a break in the polyimide tubing. The polyimide tubing present on the stylet measured to be 57 mm. The distal segment of the stylet was not returned. Microscopic observation of the polyimide tubing revealed a kink in the tubing 16 mm from the distal break. A portion of the magnet within the polyimide tubing was observed to be protruding past the break location. Sections of the polyimide tubing were cut and the wall thickness was measured and found to be within specification. The sample was flushed through the proximal hub with water using a 12 ml syringe and all three lumens were patent to infusion. The distal segment of the catheter was also infused and found to be patent to infusion. A non-complainant guidewire was passed through the lumens of the catheter and no obstructions were observed. Based on the condition of the returned sample, possible contributing factors to the break in the 3cg stylet include kinking and advancement or retraction against resistance. Since a break in the stylet was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recq0435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the center lumen has ¿something¿ inside of it. Additional information stated, "device was used on a patient, then removed when artifact was detected. PICC was placed and after the insertion, the rn noticed some unknown artifact inside the PICC tubing. They removed the line immediately."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq0435 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the center lumen has ¿something¿ inside of it. Additional information stated, "device was used on a patient, then removed when artifact was detected. PICC was placed and after the insertion, the rn noticed some unknown artifact inside the PICC tubing. They removed the line immediately."